Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited an impedance spikes to 2459 ohms triggering the lead safety switch (lss). The lss changed the lead's polarity from bipolar to unipolar. Intermittent loss of capture was also observed. A revision procedure was scheduled. The patient presented to the office three weeks later and they could not reproduce any out of range impedance measurements and all other lead diagnostics were fine. Thus the revision procedure was cancelled and the lead was reprogrammed back to bipolar configuration. The patient was instructed to use the remote home monitoring system. At this time the device and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient experienced dizziness due to the pacemaker and another manufacturer's right ventricular (rv) lead exhibiting oversensing of noise leading to pacing inhibition. A revision procedure was performed where the pacemaker was explanted and the rv lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.